Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. The device with the sheath assembly detached from the telescope assembly. The sheath assembly was kinked. The sheath assembly returned without the imaging window detached from the sheath assembly. The imaging core was detached from the hub and was out of the device. No other visual damages were encountered upon visual inspection.

Event description:
Reportable based on device analysis completed on 16mar2020. It was reported that the device was unable to cross the lesion. The 80% stenosed target lesion was located in the severely tortuous right coronary artery. During a percutaneous coronary intervention, an opticross imaging catheter was selected for use. However, during insertion into the distal lesion, it did not cross due to severe angulation. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed an imaging window detached from the sheath assembly.